Manufacturer narrative:
Imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used during a dilation procedure to treat stricture performed on (B)(6) 2025. During the procedure, the balloon burst during the final stage of dilation. The procedure was completed with another cre fixed wire dilatation balloon. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.